Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced brake cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced brake cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced brake/steer pedal inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 17 to 16.